Event description:
Lifescan rep spoke with niece who stated she had just gotten an er1 message because she had applied the drop of blood to the wrong side of the strip. The proper procedures and use of the color chart were explained to the reporter.